Manufacturer narrative:
The investigation is on-going and a supplier corrective action request has been issued to our cmo. A follow-up report will be submitted when the investigation is completed.

Event description:
When setting up for a surgical procedure using the tmini knee surgical kit, a hair was found within the kit beneath several layers of folded surgical drape. The hair was not touched, as it could be seen through the plastic drape. The kit also was not in the in the surgical field and the surgery had not yet begun. The kit was removed, and replaced prior to the beginning of surgery, resulting in no patient impact.